Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator has multiple alarms going off after the uim was replaced. Vent inop, invalid gas ID, can't silence the alarm. Biomed informed me that there was multiple pins bents. No patient involvement.